Event description:
User stated that the device powered off at random times even thought it starts/run with battery power occasionally. Patient impact unknown. Additional information has been requested.

Manufacturer narrative:
Additional information received on 09oct2017: the issue occurred once placed on the patient. The camino and licox were both broken; the cam02 reading nothing but ¿0¿ and the licox reading ¿catastrophic battery failure¿. Both devices were used on the same patient. Date of incident was reported as (B)(6) 2017. The customer could not recall the patient's age and gender. Type of surgery was reported as "ca". There was no patient injury. Replacement products were used. Linked to mfg. Report number: 3006697299-2017-00142. Investigation completed 09oct2017: the DHR was reviewed and no anomalies that could be associated with the complaint incident were observed, date of manufacture: 2017¿ mar. Service history review: there is no service history for the device under evaluation. Based on the complaint description a review of lcx02 monitor customer complaints was completed using the following key words ¿power off¿, "random" in the search criteria. The review encompassed from dates 03-oct-16 to 03-oct -17. A total of (B)(4) complaints were reviewed of which the complaint was identified as a single occurrence. Additionally, the review verified this is a single complaint occurrence for the device under evaluation. The quantity of complaints in the complaint review (1) can therefore be calculated as (4 x 10-4) (remote) of procedures. The product was returned to the service centre for evaluation which was unable to conclusively verify the complaint as valid. Tested monitor with both ac and battery power over 2 day period and cloud not duplicate report failure. Performed functional test and the monitor passed all tests. The log file of the device was reviewed specifically to the awareness date. The review did not identify any errors applicable to the complaint incident. No further review is deemed necessary; the product was investigated but the evaluation was unable to conclusively verify the complaint as valid, the monitor was verified as performing to specification. Therefore, an investigation for cause was unable to be performed. Future incidents of this nature will be documented for recurrence and trending purpose.